Event description:
(B)(4) is participating in a multicenter trial involving the use of a cooling blanket (tecotherm) on transport for treatment of hie. When setting up the blanket for use in route to the referring facility, the unit is placed in "constant mattress" temp mode. When the pt is placed on the device it is then changed to "servo control mode - constant rectal temperature" setting. This enables the device to fluctuate the temp of the mattress to keep the pt's temp constant. Upon arrival of our transport team to the referring facility the mattress was in "constant temperature" mode. The pt was critically unstable requiring multiple therapies. When the pt was randomized into the study and placed on the tecotherm mattress, the mode was not changed to "rectal servo" mode. Pt's goal temp would be 33.5 c. The pt's temp remained 34.1 to 34.3 throughout the transport which lasted two hrs. Goal temp was reached within 15 minutes of arrival at receiving facility, which fell within the required timeframe of cooling. Use duration: 2 hrs, 17 minutes.